Event description:
It was reported that the user experienced hyperglycemia reported at 527 mg/dl while using the ilet with a reported insulin cartridge leak; the user noted very high glucose readings, did not meal announce, had recently changed supplies, and was using a steel infusion set, after which a guided full supply change was performed and insulin delivery was resumed. Investigation of this case revealed a leak associated with the reservoir component consistent with a leak or splash device problem and leakage at a seal. The user¿s glucose trended down following corrective actions, including entering a confirmatory fingerstick value and resuming delivery. Symptoms include nausea and polydipsia associated with hyperglycemia. Outcomes included no lasting health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.